Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel perforation, the insertion flexible tube (ift) collapsing, the segment hard to move, the ccd module disconnection, the light guide fiber bundle (lcb) disconnection, the u/d pulley wire worn out, the r/l pulley wire worn out. Based on the result, we concluded that it was caused due to the ift collapsing and led to disconnect the ccd module; however, other failures are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. This device is not distributed in us so that unique identifier is blank. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The ift is collapsed by 148 cm. Last ift replacement (B)(6) 2017. No picture available.